Event description:
The pump was returned for investigation. Investigation revealed the text on the display screen was found to be dim with a red hue. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2015.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the pump was returned for investigation. The returned battery cap was used during investigation. Investigation revealed the text on the display screen was found to be dim with a red hue. Unrelated to the complaint, evaluation revealed the internal clock battery on the pcb board malfunctioned. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. A review of the black box revealed no evidence that the time and date defaulted or that a power on reset (por) occurred. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. (B)(6).